Event description:
Patient reported that all of the buttons on the infusion device are not working and the screen is blank and not showing anything. Patient stated he changed the batteries and the battery cover set up and the device alarmed an e8 (power interrupt) message but he was unable to clear it on the infusion device itself. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified due to mishandling of the product. Result e8 was found in the device history. The down button is permanent active due to an external mechanic damage. It is not possible to confirm the triggered e8 error message (power interrupt), because of the permanent activated down button the other buttons do not respond to commands. The device display was also tested and nothing unusual could be found the functionality is within the product specification. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.